Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw on the superior vena cava (svc) channel of the implantable cardioverter defibrillator (ICD) header was unable to be turned. It was noted that the torque was heard but the set screw would not secure in place. Multiple screw drivers and wrenches were used. The ICD was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.